Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call they were trying to change the reservoir and insulin pump had compromised force sensor system alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer stated that they were unable to exit the preparing to prime loop. Customer stated that the drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.